Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) found the station had shut down while on site. Checked the outlet first, replaced the power cable, and reseated pyxis cables. The station powered back up and is now operational. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had an alert appeared indicating a failure to stay closed. The user was unable to recover the affected storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.